Event description:
It was reported battery charging issues. Customer is often unsure if pump is charged. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.